Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 31 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was found to have disease progression with bilateral iliac artery dilatation. The aneurysm had grown in diameter since the previous follow-up which was on an unknown date. A recent CT revealed that there were distal type I endoleaks bilaterally. The physician elected to repair the distal type I endoleaks with an endurant 242482 on the contralateral side and an endurant 202082 on the ipsilateral side and this successfully resolved the distal type I endoleaks. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression, iliac artery dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, iliac artery dilatation).